Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead was noted to be difficult to be re-positioned and had failure to deploy the helix due to torque buildups. The rv lead was removed and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were helix mechanism issue and difficult to be repositioned. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. The measured full helix extension length, helix retraction and extension, x-ray examination and electrical testing was within product specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued inner coil consistent with procedural damage. No other anomalies were seen.